Event description:
Caller reported a malfunction on the pump with a malf 5 error code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by tandem technical support to use a backup insulin pump, and a replacement pump with updated software was sent to them. Comprehensive instructions were provided to ensure a smooth transition to the new pump, including how to store and return the malfunctioning pump.